Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h6 - health effect - clinical code: 4581: flap issues - difficult lift: corneal flap complications. Device evaluation: a field service engineer (fse) visited site and performed an oscillator health check, amplifier & compressor check out, auto correlation, spot size, standard system service call checklist. System working to all specifications. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a sticky flap during a procedure and there was a slight flap tear around 12 o'clock on the flap. The surgeon was able to complete the surgery. It is unknown if medical or surgical intervention was required. No further information was provided.